Manufacturer narrative:
The customer's complaint of a cracked and leaking filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a crack filter when infusing unspecified fluids. The event occurred in the nicu. There was no report of patient harm. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
Concomitant medical products: 10011865; 8110; spm tubing; double y extension; PICC line; syringe; non bd filter set.

Event description:
The customer reported crack and leaking filter when infusing lipids. It was reported by the nurse that tpn, rates vary from 2ml¿ 15 ml/hr. And lipids at unspecified rates. The infusions are either on a syringe or an lvp module (programmed with high maximum occlusion pressures) via PICC line. The nicu protocol is to change the tubing every 96 hrs. In conjunction with the bd filter a non bd filter set is used on younger gestational ages due to photo oxidation. There was no report of patient harm. The event occurred in the nicu. The nicu just recently started adding the lipid filter to their set-ups in (B)(6).